Event description:
It was reported during the implant procedure that the device was not used as the connector setscrew was loose. The device was not implanted. No patient complications have been reported as a result of this event

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found however, a visual inspection reveal damage to the grommet and a rounded setscrew. (B) (4) no anomalies were found however, on visual inspection, the anchor sleeve shape was noted and there were setscrew marks the end of the lead.